Event description:
Trinity revision of ecima liner and biolox delta ceramic head after approximately 1 month due to infection.

Manufacturer narrative:
(B)(4) initial report. Additional information including; operative notes, x-rays (pre and post revision), an update on the patient: following the revision and did the patient follow the correct post-op protocol has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information including; operative notes, x-rays (pre and post revision), an update on the patient following the revision and did the patient follow the correct post-op protocol has been requested but the reporter stated that no more information was available. The appropriate device details were provided and it was found that all finished devices associated with this record was manufactured & sterilized to specification at the time of manufacture. The cleaning method, the sterilization method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and the incident rate is followed by performing trending on reported events. Based on the available information, no further investigation can be conducted, and the root cause of the reported infection is unknown. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.